Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced fluctuating blood glucose while using the ilet, with prolonged overnight and intermittent daytime disconnections from the system followed by reconnection, after which automated corrections reportedly drove glucose low; troubleshooting and education were provided, including guidance to remain connected and how to treat lows. Symptoms included hyperglycemia up to 401 mg/dl and hypoglycemia down to 68 mg/dl without reported clinical sequelae. Outcomes included no medical intervention, no ketone testing, no backup therapy, and no emergency care. Investigation included customer interview, review of use pattern, and troubleshooting and education. Investigation of this case revealed use-related issues due to device disconnection and subsequent algorithm-driven correction contributing to glycemic excursions. It was concluded that hyperglycemia with subsequent hypoglycemia occurred with cause unclear relative to device performance and that continued proper connectivity is required to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.